Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) with moderate calcification, mild tortuosity and 100% stenosis. The 1.2x6 mm mini trek ii balloon dilatation catheter (bdc) was advanced to the lesion with resistance and ruptured on the first inflation at 6 atmospheres (atm) for 10 seconds. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure.